Manufacturer narrative:
Siemens filed initial MDR 2432235-2026-00049 on 13-feb-2026. Additional information (30-mar-2026): siemens further evaluated the event and determined that the malfunctioned dilution arm pressure transducer (meter pump air baseline high residual value), reaction bath level low errors, and quality control (qc) stability issues contributed to the erroneously depressed microalbumin_2 (alb_2) results. The service activities mentioned in the initial report resolved the event. The system is performing according to specifications. No further evaluation is required. The investigation conclusions code in section h6 was updated to reflect the additional information.

Event description:
The customer reported that erroneously depressed microalbumin_2 (¿alb_2) results on multiple patient samples were obtained on the atellica ch 930 analyzer. The initial results were reported to the physician(s) but not questioned. The samples were repeated on alternate atellica ch 930 analyzers and obtained higher results. The repeat results were considered correct and reported to the physician(s). Corrected reports were issued based on the repeat testing. There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed ¿alb_2 results.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) and reported that erroneously depressed microalbumin_2 (¿alb_2) results on multiple patient samples were obtained on the atellica ch 930 analyzer. A siemens customer service engineer (cse) was dispatched to the customer site. During the visit, the cse identified that reagent arm 2 was producing abnormal noise during priming, indicating a faulty pump. The cse replaced the pump on reagent arm 2, performed approximately 200 prime cycles, realigned the arm, and completed a subassembly autocheck, which passed. The cse performed bath ring drain and fill three times and manually adjusted photometer. Next, the cse removed photometer light source and replaced it and performed all relevant alignments to the photometer and procedures. The cse then replaced the reagent mixer and performed the necessary alignments, followed by a photometer autocheck which passed. Siemens is evaluating the event.